Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The o2 sensor was calibrated to resolve the issue.

Manufacturer narrative:
Additional information was received that the root cause was an o2 sensor error that is a measurement issue and not a delivery issue, this does not because there was no reportable malfunction.